Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device disposition is unknown.

Event description:
Patient left a voicemail stating that she had foot surgery and the plate broke and she would like to speak with someone.

Event description:
Patient left a voicemail stating that she had foot surgery and the plate broke and she would like to speak with someone.

Manufacturer narrative:
The reported event that unknown_selzach_product (reported as anchorage plate) was alleged of 'implant breakage after surgery' could be confirmed, based on provided medical records. Based on investigation, the root cause was attributed to be patient related. The failure was caused by nonunion of the bone. It is stated in medical records that device was successfully implanted for 9 months. During a post operative follow up 9 months after implantation, the device was found broken and nonunion was detected. In addition, the patient does not present optimal bone condition: patient is 63 year old, is obese (bmi = 33) and has chronic arthritis. The anchorage plate system is an internal fixation system which shall fix bone segments in a correct position until sufficient bone consolidation is achieved. The anchorage plating system is not intended to transmit full forces and bending moments of daily routine. Loading and weight bearing have to be individually reduced. Influence factors for the required load reduction are: the type and the localization of fixation, the bone quality (e.g. Strong bone in younger patients vs. Osteoporosis bone), correct fixation technique (e.g. Correct dimension of the plate, correct positioning of the plate, sufficient length of the plate and the screws. Sufficient bending of the plate, correct screw placement with sufficient insertion torque). Depending on these individual influencing factors the attending physician has to determine the maximum loading and has to limit the weight bearing respectively. This is part of the surgeons' education. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.